Event description:
The customer complained that the head hi/low was drifting down.

Manufacturer narrative:
The tech replaced the head hi/low down valve, which resolved the issue. The tech also decided to replace the head hi/low up and trend valves, even though they were operating normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.